Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 25 mg/ml for a unknown total dose and clonidine 800 mcg/ml with an unknown total dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a motor stall occurred and there was no known factors that may have caused, contributed, or led to the issue. After interrogating the patient's pump at office, the healthcare professional (hcp) saw that a motor stall had occurred. Manufacturer representative (rep) was unaware of the date of the last refill when hcp discovered the motor stall. The hcp selected the stopped pump mode and scheduled a pump replacement procedure for today ((B)(6) 2017). It was noted the issues was resolved at time of the report and patient's status at time of report was "alive-no injury." It was noted that surgical intervention did occur as the patient was having their pump replaced today ((B)(6) 2017). It was noted that the pump will not be returned as the customer discarded it. It was later reported on 2017-mar-02 that the motor stall was noticed initially by the patient when the alarms sounded. Patient then contacted hcp and went to hcp's office. It was noted that no symptoms were reported. It was stated the stall did not recover and the hcp stopped the pump and scheduled replacement procedure which was completed on (B)(6) 2017. It was noted hcp read the pump lo gs, did not see the motor recovery, and stopped the pump.